Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick urine collection system was very difficult for the patient to use. The patient was unable to place the purewick female external catheter after surgery. It was noted that the patient had been using the product for more than 90 days.